Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not turn on. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On march 31, 2023, the distributor reported the following information: the pump battery was working as intended and the identified issue was that the wake button was not working. H6: MDR code 1476 removed.